Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator recorded high out of range shock impedance, measuring greater than 171 ohms. When the device was last check in december, the shock impedance measurement was at 141 ohms. The plan is to continue monitoring this patient via latitude home monitoring system. No adverse patient effects were reported. This device remains in service.